Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluation: the lens was returned in lens case/vial. Visual inspection found the lens to have foreign material on lens surface (dried, discolored material) and no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -12.0 diopter, in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. On (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20.